Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was good post-procedure.